Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a small burn mark on the drawer controller and one of the pieces on the module controller was broken. The field service engineer replaced drawer controller and module controller to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 5 was failed.the customer added that the drawer was clicking over without stopping.however, there were no adverse events or injuries reported based on this event.